Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed and cubie e5 was failed to stay closed. The field service engineer found cubie lid was broken and recovered to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the drawer 9 failed to stay close. The customer stated that this malfunction caused around 45 minutes of delay to the patient. The user managed to get medication from another station. There were no adverse events or injuries reported based on this event.